Event description:
It was reported that after twelve hours of use, the device was noticed to be leaking. On closer examination, the outlet port was noticed to be cracked. No effects on the patient were reported.